Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: since the entire lead body was not returned for analysis a complete investigation could not be performed. The lead was cut in the field. Normal coil continuity was noted for the returned lead parts.

Event description:
It was reported that the lead had an increase in threshold. The lead was removed and replaced.